Manufacturer narrative:
(B)(4).

Event description:
[(B)(4) reference same case, two different reloads. See (B)(4)for 3500a] according to the reporter: when the surgeon used the egia reloads with the idrive handle, the device would misfire. The device would not completely fire. At the seat of the reload, it would fire about a few millimeters and then it would not continue to fire. It would just stop abruptly. This happened with both reloads. To correct this problem, the surgeon switched to a legacy reload. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time.